Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad) was isolated to a broken brown wire in the ECG "c&d" cable, causing fault. The belt did not pass falloff testing. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged.